Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case close complete. Customer called in for help on 8015 unit has error code 600-6835 error is the wireless network configuration failure. Accont are wireless at site. Reolve issue customer will need to transfer network config. Back onto unit walk customer through each steps transfer network config onto unit. Complete network load back on power unit off then back on in normal mode say yes to new patient, unit came up with no issue and everything connect on. (B)(4). 8015 unit serial # (B)(4). Customer called in for help on 8015 unit has error code 600-6835. Error is the wireless network configuration failure. They are wireless. Customer will need to transfer network config. Back onto unit stay online while srtup unit to asm software then transfer network config onto unit. Complete network load back on had power unit off then back on in normal mode say yes to new patient, unitcame up with no issue and everything connect on. Customer thank me for my assist.